Event description:
The pt could no longer hear on the left side. The pt is bi-laterally implanted. The external equipment was exchanged but this did not alter the situation. Telemetry and resonance frequency measurements were carried out in 2003 with the result 'poor coupling'.